Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Visual inspection was completed and no physical damage found. The reported 'did not infuse the medication. The pump alarmed the infusion was complete, but the bag was still full', was not reproduced. The device passed flow rate accuracy testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump failed to infuse. Pitocin infusion was ordered for delivery of the patient¿s placenta. The patient began hemorrhaging, with a blood loss of 691 ml. The patient necessitated medical intervention and was given intramuscular (im) methergine, im hemabate, and misoprostol. After an hour from the initiation of the pitocin infusion the pump allegedly alarmed the infusion was complete; however, the bag was observed full. The pump was removed, and the patient received a bolus of pitocin. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Visual inspection was completed and no physical damage found. The reported 'did not infuse the medication. The pump alarmed the infusion was complete, but the bag was still full', was not reproduced. The device passed flow rate accuracy testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Based on additional information received, the spectrum iq infusion pump was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.